Event description:
That the patient complained that sounds were too soft. The patient was not wearing his external equipment when he came to his annual follow up appointment and processor programming. He also complained a loud buzzing when the coil was moved and a loud spike in buzzing during telemetry. All the external equipment was exchanged but without success. A speech test was performed and revealed a decline in the patient's performance from 80 to approximately 10%. Telemetry revealed an error message, the device had malfunctioned.